Event description:
Patient underwent a da vinci-assisted laparoscopic bilateral pelvic lymph node dissection, extraction of bladder stones times four and radical prostatectomy, nonnerve-sparing. During the procedure, a prograsp forcep broke within a trocar. It was not possible to remove the device until the instrument within the trocar had been straightened with one of the other robotic arms. It was noted that there was a small foreign body loose within the abdomen after the forcep broke. Before the end of the procedure, the foreign body was located and removed. This was the 9th use with expected use of 10 times.======================manufacturer response for endowrist grasper instrument, prograsp forceps 8 mm (per site reporter)======================none.